Event description:
Hcp reported "lead revision due to severe burning/shocking with stimulator on after pt fell". No apparent breaks in wires upon removal. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.